Manufacturer narrative:
The physician elected to surgically intervene and remove the entire system. The explanted electrode is not expected to be returned for analysis and no resulting adverse effects have been reported. Another subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted.

Event description:
Boston scientific received information that this electrode associated with a subcutaneous implantable cardioverter defibrillator (s-ICD) system, had likely dislodged. A technical assessment of system performance confirmed episode undersensing, contributing to a delay in shock therapy. The reviewed arrhythmia terminated spontaneously and did not result in adverse patient effects.